Event description:
The customer originally reported that the surgeon was using the instrument to cut tissue and it was off its track. The surgeon opened another instrument and completed the procedure. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.